Event description:
Additional treatment noted as "6 vials of hylenex." Symptoms have resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional (hcp) reported a patient had a covid 19 vaccine then about 4 months later they injected them with 0.7ml of juvéderm voluma® xc into each cheek, for a total of 1.4ml. Two days later, patient started experiencing "malar mounds", edema, and tenderness in their cheeks. Patient was provided antihistamines and amoxicillin as treatment. Patient was looking and feeling better but waiting for swelling to go away. Five days after symptom onset, the patient went to an ER to get it looked at. Patient was informed by the ER healthcare professionals that they had "cellulitis". The injecting hcp believes there is "no way" patient has cellulitis. The injecting hcp believes event is a foreign body reaction to the filler. Patient started taking other medications which did not work well. Patient was later provided further antibiotics, prednisone, pepcid and claratin. It is noted the symptoms are ongoing but improving.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient had a covid 19 vaccine then about 4 months later they injected them with 0.7ml of juvéderm voluma® xc into each cheek, for a total of 1.4ml. Two days later, patient started experiencing "malar mounds", edema, and tenderness in their cheeks. Patient was provided antihistamines and amoxicillin as treatment. Patient was looking and feeling better but waiting for swelling to go away. Five days after symptom onset, the patient went to an ER to get it looked at. Patient was informed by the ER healthcare professionals that they had "cellulitis". The injecting hcp believes there is "no way" patient has cellulitis. The injecting hcp believes event is a foreign body reaction to the filler. Patient started taking other medications which did not work well. Patient was later provided further antibiotics, prednisone, pepcid and claratin. It is noted the symptoms are ongoing but improving.